Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process, and also alarmed motor error. Advised the customer to revert to back up plan. The customer's blood glucose reading was 201 mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an error alarm and also alarmed motor error during the basic occlusion test as a result of a loose drive support disk.